Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that their patient experienced what appeared to be a seizure during the procedure while the mainframe was being used. The anesthesiologist wanted to know if any malfunction of the mainframe could cause symptoms similar to a seizure. When the event occurred, the site was not actively stimulating or using electrocautery at that time. The only known connection between the mainframe and the patient was the electrodes. The electrodes were connected to the patient while waiting for the next stimulation event. The electrodes did pick up strong signals from the seizure. The hcp was informed that the electrodes do not put out any electrical impulses, and only read what is going through the nerves near their connection point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow-up, it was mentioned that there was no real delay with the procedure. The event lasted approximately 5-10 seconds. There was no medical intervention. The reason for this, is that though the event looked like a ¿possible¿ seizure, it also could have been anesthesia related. The patient was thought to be somewhat ¿light¿ on anesthesia possibly. This can appear like a seizure as well. The patient did not exhibit other seizure like symptoms either. Therefore, it was decided by involved anesthesia that the patient possibly had a ¿bucking response¿ to light anesthesia during a sensitive part in the procedure. It was noted that the case was completed with no adverse effect.